Manufacturer narrative:
Report date: 16sep2021.

Event description:
The customer reported that the unit shut down and the event log has an error, accompanied by a vent restarted error. The customer reported that the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and was advised to replace the cpu board. The customer called back needing help with serial number and option codes. Product support walked customer through the commands to put serial number and power on hours back in. The caller advised all options were enabled back on the unit and is good to go. The customer advised that no further information will be obtained as this concluded philips remote support to the customer for this event. The biomedical engineer replaced the cpu board to address the reported issue.